Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-25129. The patient has two leads with the same lot number. It was reported the stopped using and charging the scs system two to three years ago due to stimulation in unintended areas and not receiving pain relief. It was also reported the charger and programmer can not locate the ipg. As a result, the ipg is inoperable. An sjm representative will meet with the patient for troubleshooting.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.